Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This bilateral patient was implanted on the left side in (B)(6) 2017. The surgeon will try to re-insert the electrode, with a back-up device ready in case of electrode damage.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea, as confirmed by diagnostic images.

Event description:
This bilateral patient was implanted on the left side in (B)(6)2017. The surgeon will try to re-insert the electrode, with a back-up device ready in case of electrode damage. No date is known for this surgery at this time.